Event description:
Additional information later reported the pump was used to deliver lioresal. The onset date of the seizures was indicated as (B)(6) 2013. The patient was noted as ¿stable¿.

Event description:
It was reported that with a non-critical alarm for low reservoir, the reporter believed the pump would slow down and then the patient would go into seizures. The drug in the pump at the time of the event was not specified.

Manufacturer narrative:
Additional review determined the event did not meet the criteria for conclusion and therefore it was removed.

Manufacturer narrative:
(B)(4).